Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded, and there was blood in the balloon and inner lumen (shaft). The tip, balloon, markerbands, proximal bond, and inner/outer shaft were microscopically and visually inspected. Inspection revealed a burst in the balloon material that was 22mm long. Inspection of the remaining device found no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified external iliac artery. An 8.0mm x 20mm x 135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with an 8.0/40mm sterling balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified external iliac artery. An 8.0mm x 20mm x 135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with an 8.0/40mm sterling balloon catheter. No patient complications were reported.